Event description:
The site reported that a light adjustable lens (lal, sn (B)(4), +17.0d) was explanted before any light treatments due to having a large refractive error of +3.25 -2.25 x042 (manifest refraction). The explanted lal was replaced with another lal with a power of +20.5d (sn (B)(4)). Rxsight's first awareness of this event was on 02/21/2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. The lal that was implanted initially had a power of +17.0d; however, the replacement lal had a power of +20.5d. This suggests that there were no issues with the lens itself, instead the initial lens power choice was not a good fit for this patient. Manufacturer reference #: (B)(4).